Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator. It was reported that patient had not been feeling stimulation which started some time last year. They also reported that, for 2 years now, they were unsure if the stimulator was helping with their symptoms control. During the call, patient reported that the ins was on at 0.06v. They only had 1 program. They reported that 2-3 days ago their toes started twitching and then the day prior to the report, they were walking and felt the twitching go all the way up to their leg and labia. It was reviewed that the correct area to feel stimulation was the pelvic floor. Patient reported they didn't feel stimulation in the bike seat area and mostly felt it in their toes all the time. Patient was given assistance in turning off the ins until they saw their healthcare professional (hcp) however patient reported "ouch!" And that they felt a shock when they pressed 'turn on stimulator'. Of note, the ins was already on. Patient was then able to turn therapy off. Moreover, patient stated that the device was placed for their fecal incontinence and they didn't know if they were getting control from the interstim. They mentioned it was not perfect and so they had an "pheonix" implanted in their sphincter and after getting it, patient didn't know if they still needed the interstim implant anymore but the hcp wouldn't remove it as they were told that the interstim and the pheonix implant worked together and patient needed both. Patient stated that they would see their hcp. No further complications were reported. [Please refer to (B)(4) for event pertaining to pp not working; poor comm and no tele].